Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("allergy: nickel"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental probs"), migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, allergy to metals, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea and weight increased had resolved and the vaginal discharge outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping), dyspareunia (painful sexual intercourse), chronic pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), general abnormal bleeding, fatigue, gi conditions, hair loss, dental probs., hormonal changes, migraines, headaches, nausea and weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Date of explant added. This case become incident. Event injury was updated to chronic pelvic pain. Following events were added: abdominal pain, back pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), general abnormal bleeding, nickel allergy, allergy, bladder/urinary problems & vaginal discharge, fatigue, gi conditions, hair loss, dental problems, hormonal changes, migraines, headaches, nausea, weight gain and she did not underwent essure confirmation test. Reporter information and medical history were added. Patient date of birth added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.